Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> "the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative:  added: b5

Event description:
Question: a. What part of the attune femoral impactor (254401006) had broke? B. Please provide valid lot number for attune femoral impactor (254401006). C. Quantity involved? D. Was there a surgical delay because of this event? If yes, what is the duration of the delay? E. Please verify if the product is available for return or not? Answers for your questions: a-a small piece broke where the handle meets the mpactor. B-I do not have the lot number c-quanity involved is 1 d-there was no surgical delay e-the product is not available for return

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor broke while impacting the femoral component. All pieces were recovered. No further information.